Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by a company representative that during incoming inspection a foreign material in the shape of a hair was found in a colorado needle package. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The inspection of the device provided could confirm the reported event. The manufacturer stryker instruments, (B)(4) confirmed that the size of the hairs exceeded the permitted criteria. Nc # 1037222 was already initiated for the previous complained event reporting the same failure mode (refer to pi# (B)(4)), followed by nc # 1014352 (pi # (B)(4)), for (B)(4) nc # 1189804 was initiated and pi (B)(4), as well as pi (B)(4) is addressed in nc # 1250381. The currently complained pi (B)(4) as well as 1205159 were investigated in nc # 1224122. The package returned to stryker instruments, (B)(4), will be retained to complete a device defect awareness training with the operators that did not detect the presence of the hairs in the packages when completing the inspection. There have been multiple ncs for this issue type. Therefore it was escalated and linked to CAPA (B)(4) - hair in packs found at distribution centre. The CAPA is still ongoing. Summarizing all facts the root cause can be attributed to a manufacturing (packaging) related issue.

Event description:
It was reported by a company representative that during incoming inspection a foreign material in the shape of a hair was found in a colorado needle package. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.